Manufacturer narrative:
No device deficiency was reported. Phrenic nerve damage leading to diaphragmatic paralysis is a known potential adverse event documented in product labeling. This procedure was performed under sedation and the patient's diaphragmatic activity was monitored with compound muscle action potentials (cmap) and pacing from the superior vena cava. It is unknown whether the patient suffered an injury, as cardiofocus' representative in (B)(6) was unable to obtain follow-up information on the patient's status. Because patient status could not be determined, this MDR is being filed.

Event description:
During a pulmonary vein isolation (pvi) procedure, weakening of the patient's diaphragmatic activity was first observed while the ripv was ablated. This weaking recovered; however, while the rspv was treated following the ripv weakening of diaphragmatic activity was again observed and did not recover. Since pv isolation was confirmed to have been successfully achieved, the procedure was completed after mitral isthmus ablation was performed with a radiofrequency ablation catheter. No further detail could be obtained regarding the patient's condition, so it is unknown if the phrenic nerve weakening reported led to any patient injury and for what duration.